Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the black box data from the date of the alleged issue has been overwritten due to continued use of the pump. There were battery compartment cracks observed in the thread area and below the grip pad. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.